Event description:
Asr revision reported via sales rep: right, reason(s) for revision : recall. Update rec'd (B)(4) 2014- litigation papers received. Litigation alleges pain, discomfort, malaise, swelling, damage to bone and tissue, and elevated metal ions. The existing MDR decision has been reversed and the acetabular cup and femoral head have been reported. The complaint was updated on: 08/19/2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Z-1749/1816-2011.